Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. It was reported that underwent heart transplant on (B)(6) 2021. Multiple attempts to gather additional information, including product return, were made; however, none was provided. In the event that (B)(6) is returned, this complaint will be reopened to evaluate the returned pump. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) (rev. C) and heartmate 3 lvas patient handbook (rev. C) are currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 02jul2020. No further was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent transplant on (B)(6) 2021.